Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was an increase in capture on the right ventricular (rv) lead. All other electrical parameters were stable and in range. The device was reprogrammed to resolve the event and the patient was stable.